Event description:
It was reported that during a procedure, the tip of the inserter fractured when the surgeon tried to implant the anchor into the patient's burr hole. The fractured tip remained inside of the patient; however, no adverse consequences have been reported since the event occurred. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). E1: full establishment name -(B)(6) hospital. G2: foreign - event occurred in japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified one of the inserter prongs are fractured off and were not returned. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.